Event description:
It was reported by repair work order that the customer alleged that the side rail would not latch due to the bolts that hold the latch assembly in place coming loose. No patient was affected and no clinically relevant delay in treatment was reported.